Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured april 21-23, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug residue near the fill port area which may indicate a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor leaked, and crystallisation of the drug was observed near the 'additive port'. The issue was noticed when dispensing the product prior to patient use. The device was filled with 4450mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.